Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed functional testing. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).